Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex was reading inaccurately compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unwilling to answer many questions from the cca and stated that they did not wish to be contacted for follow up questions. The patient was unable to provide the date of when the alleged issue began but stated that it occurred between 9pm and 10pm. The patient reported obtaining a blood glucose reading of ¿between 180mg/dl and 190mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported eating some salad and meat and then took 8 units of novorapid insulin. The patient reported going to bed and stated that their spouse took them to hospital at 4am as they were ¿talking in their sleep and seemed like going to have a stroke¿. The patient reported being hospitalized for one day and received treatment of ¿blood serum¿. It is unknown if the patient received a blood glucose test at hospital. As the patient was unwilling to answer follow up questions, lifescan were unable to determine if the reported injury was related to an acute blood glucose excursion. At the time of troubleshooting the cca determined that the patient had control solution but the patient was unwilling to walk through a control solution test. The patient refused replacement products. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate reading on the subject meter.